Event description:
The ambulance crew responded to a call and found a patient in cardiac arrest. The paramedics applied the lucas 2 chest compression system to the patient. The lucas 2 was powered on and it made a "grinding" noise. The paddle would not move. The alarm sounded and the power was turned off. The battery was removed and replaced. The lucas 2 was powered back on and the same problem was experienced. The lucas 2 was removed. The paramedics reported that the failure of the lucas 2 did not impact patient and outcome. The lucas 2 was pulled from service and sent to biomedical engineering. Biomed placed a service request to physio-control and we are awaiting their inspection and repair to occur.